Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not returned for evaluation. The device was not returned for analysis.

Event description:
It was reported that after a surgical procedure at the user facility, the outer casing on the battery split when it was being removed from the housing and the battery cells fell out. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that after a surgical procedure at the user facility, the outer casing on the battery split when it was being removed from the housing and the battery cells fell out. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device has not been returned for analysis at this time.